Event description:
It was reported that approximately one year post catheter placement procedure, the crack was noted when injected serum. The patient experienced infection and nausea. The patient current status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac catheter segment attached to an unknown brand 3 way stop-cock was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue as a circumferential split was noted just distal of the luer, the edges of the circumferential split were noted to be smooth. During functional evaluation, upon hydrostatic pressure leaking was noted from the circumferential split. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 12/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 6.6f are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2024). Device pending return.

Event description:
It was reported that approximately one year post catheter placement procedure, the crack was noted when injected serum. The patient experienced infection. The current status of the patient was unknown.